Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited an increased shock impedance measurement, at 122 ohms. A guidant technical services consultant discussed performing a commanded shock to test the lead system and to differentiate between a possible loose setscrew or lead issue. There were no patient symptoms reported with this clinical observation. Later, the shock impedance was measured at greater than 125 ohms.